Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50mg/dl. Low bg cause was not known. Customer consumed carbohydrates and suspended insulin to address bg. Customer called the paramedics who did a fingerstick and confirmed patient was "safe". Recommendation was made to consult with a healthcare provider to discuss diabetes management.